Event description:
It was reported a patient underwent a thoracoscopic surgery for malignant lung tumor on (B)(6) 2021 and topical skin adhesive was used. During procedure when the resident pressed the product during wound closure, the glass ampule pierced his finger and caused bleeding. It was commented that there is no infection, but the resident saw an internist to check for infection. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The resident saw an internist to check for infection. There was no infection. The resident saw an internist, and it was probably treated with an adhesive bandage to stop the bleeding, and the condition improved thereafter. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Can you identify the lot number of the product that was used? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Product sample received. The analysis results found that only the pen of the device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.